Event description:
Information was received indicating that cadd ms3 pump stopped working in the middle of the night and the patient ran out of medication for over 4 hours. The patient did not hear or feel the pump alarm when the pump ran out of medication. The pump should not have run out of medication until the following evening. The patient switched to a backup pump. The infusion was for remodulin and the diagnosis is pulmonary arterial hypertension. There were no adverse events reported.